Event description:
The customer reported an off no power alarm without first getting a low battery alarm. The customer also reported a blood glucose of 344 mg/dl. The customer stated that this was the second time he gets the off no power without a low battery alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display and a constat tone due to moisture damage on the lcd board, mother board and interface board. Unable to confirm the unexpected off no power alarms due to the frozen display.